Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high rheumatoid factors (rf) results generated by the unicel dxc 600 synchron clinical system. The actual patient results were not provided by the customer. There was no death, injury or change to patient treatment connected or attributed to this event.

Manufacturer narrative:
Per customer supplied data, qc was acceptable. The root cause was attributed to likely reagent issue. Service was not dispatched for this event.